Event description:
It was reported the patient experienced sound quality issues and decrease in performance. External equipment was exchanged and programming changes were made; however, the issue was not resolved. Revision surgery has been scheduled.